Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report # (B)(4). Device history record (DHR): reviewed the DHR for batch 20d04ge261, there is no abnormality and no such defect detected at in process and at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): overinfusion. Additional information from customer: emptied in just over 24 hours instead of 48 hours. The administration took place on the ward, so under the control of the nurses. As far as production is concerned, I made sure that both the kato adjustment and preparation were carried out correctly.